Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy on the right side and experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 to explant and replace the lead and the ipg was repositioned to address the issue.